Event description:
Customer reported issues with the insulin pump. Customer states that they were getting no delivery alarms during basal, bolus and fixed prime. Customer also states that they woke up with the blood glucose readings being over 500 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.